Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that the tampon came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal yeast infection.